Event description:
It was reported that a patient underwent a breast implantation procedure with mentor cpx4 plus sm te mh 450cc and experienced local reaction on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on an unspecified date. The reported date of explantation is after the reported date of implantation. If additional information is received regarding the correct dates, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Reason for device explant and/or reoperation: local reaction manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On sep 3, 2024, two new related report numbers were been identified and added to the related report number field: mw5158321 and mw5158322 on sep 11, 2024, a new related report number was identified and added to the related report number field: mw5158586 on sep 13, 2024, two new related report numbers have been identified and added to the related report number field: mw5158734 and mw5158733. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon secondary review performed on (B)(6) 2024, it was determined h6. Health effect - clinical code e2115 (post operative wound infection) more accurately captures the patient event. The date of explantation was identified as (B)(6) 2024. The patient age at the time of event was identified as 58 years old. Patient weight was identified as 82 kg, and the patient's race was identified as african american. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 28, 2024, it was noticed the previous report omitted the associated medsun and medwatch reports. The associated medsun report(s) and the associated medwatch report(s) have been added to the "related report numbers" section of this report. Manufacturer¿s reference number: (B)(4).